Event description:
The customer reported that the clinical staff reported that a ventilator was unable to enter standby mode intermittently. The customer reported that the device was out of clinical use when the issue was discovered. There was no patient or user harm reported. The customer was able to replicate the issue reported where the device wouldn't go into standby mode intermittently. The clinical staffs and biomedical engineer tested the device by connecting it to a test lung and ipap-7 epap-4. It was observed that the ventilator was showing a proximal line disconnected error message although it was not disconnected. Further information is pending.

Manufacturer narrative:
The issue discovered was during the device setup. The device was evaluated by the customer and an international philips field service engineer (fse). The fse reported that the performance verification test (pvt) was completed. All tests passed. The issue was reported to have been linked to clinical setup with the humidification port setting and filter resistance information. The clinical team was advised on the correct settings and filter resistance information via email. The root cause of the issue was a user error related to the humidification port setting and filter resistance.